Event description:
Philips received a complaint on the heartstart xl+ indicating that the self-test failed. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to functional use after reinstalling the battery and redid the self-test.